Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the flexvision pc was not booting. Review of the log file shows, malfunctioning flexvision pc. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that flexvision pc was intermittently failing to boot up. To resolve the issue, the fse replaced the flexvision pc and hard disk. The defective parts were returned for analysis, for flexvision pc malfunction was confirmed and the failed component was cmos battery discharge failure. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc was not booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.